Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. The field reported event was confirmed.

Event description:
The patient reported exposed wires of the power supply cable. The accessory cords were replaced and there were no adverse consequences reported by the patient.